Event description:
This pi is for the patient death. It was reported that the patient's left knee was revised due to femoral periprosthetic fracture. The patient's knee construct was revised to a distal femoral replacement. During revision, patient's blood pressure dropped. The surgery was completed and the patient closed. Patient died post-operatively outside of the o.r. (It was not reported to the rep where the patient was at time of death).

Manufacturer narrative:
An event regarding bone cement implantation syndrome (bcis) involving simplex cement mix was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the ten-packs were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that during revision surgery, the patient's blood pressure dropped. The surgery was completed and the patient closed. Patient died post-operatively outside of the o.r. That same day. The exact cause of the event could not be determined because insufficient information was provided. Further information such as the operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : not returned.